Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event device was returned for evaluation. The bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension were evaluated by direct observation of physical device. Both aortic extensions arrived at endologix with extensive damage characteristic of an explant procedure. The graft material of the bifurcated stent graft is intact with no evidence of type iiib endoleak. The evaluation result for the devices is inconclusive due to the extensive damage caused during then being explanted. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/or images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. However, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Correction: method code: remove code 4114. Result code: remove code 3221. Conclusion code: remove code 11.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). It was reported that this patient was coiled in 2016. Approximately 5.5 years post initial procedure, a type 3a endoleak and a possible type 3b endoleak with ruptured abdominal aortic aneurysm was reported. The physician performed an open repair and explanted the devices on (B)(6) 2019. The patient was discharged on (B)(6) 2019. The patient expired between (B)(6) to (B)(6) 2019 at home (exact date was not provide). The cause of death was not reported.